Manufacturer narrative:
(B)(4).

Event description:
It was reported that low transmitter battery occurred. Data was evaluated and the allegation was not confirmed but a failed transmitter alert was confirmed. The root cause could not be determined. No injury or medical intervention was reported.